Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the patient experienced bleeding from the catheter insertion site following the sensor implant surgery. Additionally, the patient experienced hypotension. As a result, the patient was hospitalized overnight for observation and discharged the next day asymptomatic with blood pressure improved to near baseline. Additionally, the patient was discharged in stable condition with medications adjusted. The event was determined to be possibly procedure related and not product related.